Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) performed a functional analysis of the system and determined that the cause of the problem was a defective host pc. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue and the root cause. The fse replaced host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use at the time of the reported event. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order.